Event description:
The case was originally intended to be a superficial femoral artery (sfa) procedure. The doctor informed our sales rep that he was doing an iliac case instead. The sales rep advised the physician to stay in the peripheral arteries, but the physician refused, saying that he'd had good results in other cases. Using a p4012 device, the doctor made 4 cutting passes, removed and cleaned the device and reinserted. During the first cutting pass of the 2nd insertion, the pt complained of pain in the leg. The device was removed and an angio was taken showing a perforation of the iliac. Manual pressure was held. A viabond covered stent was placed. The pt was moved to ICU, where she was stable in the afternoon. Based on religious beliefs, the pt refused a blood transufsion that was recommended due to severe blood loss. The pt passes away at approx 3 am in 01/2006. Sales rep spoke to the doctor the same day and was told the cause of death was being listed as anemia.